Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were noticed: air/water leakages or fluid invasion, discoloration, or breakage of the lcd display, no image-unrestorable, peeling off the coating on the insertion section, and defects (scratch/cut/wrinkles) of the bending section and insertion tube. The faulty parts were replaced. The faulty parts were replaced and device return to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, that during reprocessing of the airway mobilescope, water invaded the device screen. Upon inspection and testing of the customer return device, peeling of the coating on the insertion section was noticed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the suggested event is likely physical stress, chemical stress, storage environment, a definitive root cause cannot be identified. User can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU). "·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." User can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. "·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. ·reprocessing: general policy precautions_ warning: this instrument may not be durable, or may not have sufficient durability against the respective methods stated in the guidelines of each country for removing or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection, and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no irregularity before use, and use under the responsibility of a physician. Do not use if any irregularity is found. ·storage, transporting outside the hospital, and disposal warning: the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or present an infection control risk." Olympus will continue to monitor the field performance of this device.